Event description:
It was reported that device diagnostics resulted in high impedance. The physician did not disable the device because he felt that the patient was still receiving therapy. It is unknown if the patient will be sent for x-rays. The patient has been referred to surgeon for full vns revision. No other information has been provided to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.